Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient kept getting shocking inside and down to their feet. The shocking occurred sometime between (B)(6) 2014 and 2015. The patient stated that the health care professional (hcp) did not really manage the implant and the patient had spoken to a manufacturer representative about the issue quite a few times. The patient stated that ¿they messed with it a couple of times.¿ the patient stated that since they were having issues with the interstim anyway, the interstim was explanted. Therefore, the patient manages it themselves by using a catheter 5x a day. The explant occurred in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.